Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly and keypad anomaly on the insulin pump. Customer's blood glucose level was 143 mg/dl. Troubleshooting for the anomalies were performed. Customer advised the display screen turned off and the keypad was unresponsive. Customer advised the display flashed and the issues remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify unresponsive buttons or missing segments/partial display due to flashing white light display. No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with minor scratched lcd window.